Manufacturer narrative:
Approximate age of device ¿ 5 years, 5 months. The pump was not explanted and system controller log files were not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. Patient presented to the emergency department and expired from a spontaneous hemorrhagic stroke. At the time of death, the patient's inr was 2.3. No alarms were reported for the event. The patient had no known clinical history that may have contributed to the event and no changes to the patient's anticoagulant therapy around the time of the event were reported. It was reported that the pump functioned as expected at the time of the event; however, the patient expired at an outside hospital and it was unknown if the device therapy contributed to the reported hemorrhagic stroke. No additional information was available.